Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush keeps dislodging from the motor itself - oral-b [device breakage]. [Brush head] felt loose - oral-b [device connection issue]. It looks like a little band that is missing. Its on the motor - oral-b [device physical property issue]. Case narrative: consumer via phone reported that while they brushed their teeth the oral-b toothbrush head dislodged from the oral-b toothbrush handle, type 3772, felt loose, and it looked like a little band on the motor was missing. No injury was reported.

Manufacturer narrative:
11-apr-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush keeps dislodging from the motor itself - oral-b [device breakage] [brush head] felt loose - oral-b [device connection issue] it looks like a little band that is missing. Its on the motor - oral-b [device physical property issue] . Case narrative: consumer via phone reported that while they brushed their teeth the oral-b toothbrush head dislodged from the oral-b toothbrush handle, type 3772, felt loose, and it looked like a little band on the motor was missing. No injury was reported.